Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Further evaluation found that the device attempted to run a capacitor maintenance check and over-sensed the shorted output stage detection (sosd) check. No interventions were made. There were no adverse patient consequences reported.